Manufacturer narrative:
Event date: unknown month and day, 2006. The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Device not returned for analysis.

Event description:
(B) (6) peripheral cutting balloon registry. It was reported that a peripheral cutting balloon procedure was performed in (B) (6) 2006 for 2 lesions. Both target lesions were distal, below the knee. Target lesion one was mildly calcified denovo lesion with a reference vessel diameter of 5mm and 10mm lesion length. Pre-procedure stenosis of 85% and post-procedure 0% stenosis. Target lesion two was denovo, non calcified with a reference vessel diameter of 3mm and 15mm lesion length. Pre-procedure stenosis of 95% and post-procedure 0%. (Lesion morphology showed concentric stenosis and tight stenosis lesion). The 3 month follow up visit in (B) (6) 2006, the patient was alive; the comments provided noted ¿stade IV¿ peripheral disease. The target lesion was patent and no intervention was done. The 12 month follow up in (B) (6) 2007 showed the patient status was alive, comments noted ¿healing failure¿. The target lesion has not remained patent, no intervention since the procedure.